Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient underwent vns implant surgery on (B)(6) 2016. During the surgery, system diagnostics returned high impedance. The surgeon un tightened the screw and re-insert the lead into the pulse generator header and tried to tighten the screw again; but the center of the septum was pull out. It was reported that a back-up device was then. After the implant, system diagnostics returned impedance results within normal limits. No patient adverse events were reported. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution. The return of the suspected generator is expected but it has not been received to date.

Manufacturer narrative:
Date of this report; corrected data: the previously submitted MDR inadvertently provided an incorrect aware date.

Event description:
The suspect generator was returned to the manufacturer and analysed. The reported detachment of component/septum plug and high impedance allegations are beyond the scope of pa activities and cannot be evaluated in the pa lab. The septum was not returned; therefore, analysis of the septum could not be performed in the pa lab. All functional testing of the connector block and header lead pin cavity passed. All diagnostic testing results for converter codes at various output load resistances were as expected. The device performed according to functional specifications.